Event description:
When attempting to deploy the later implant into left nare, the implant would not deploy. And would pull out when removing the injector x2. A new implant was obtained/ deployed without incident. No harm to patient.